Manufacturer narrative:
Internal file number (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during removal from the dispenser coil resulted in the reported break and stretched (unraveled); however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the tip of a .014 balance heavyweight (bhw) hydrocoat guide wire was noted as unraveled after opening. The guide wire was not used and there was no patient contact. The procedure was successfully completed with a new bhw guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.